Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a pocket revision due to erosion. Reportedly, the patient's device pocket was protruding. It was also reported that the patient had an infection a few weeks ago and was sent to the physician to treat the infection. However, additional information was received from the field representative validating that the patient never had an infection. The physician opted to place the leads further down in the pocket. There were no additional adverse patient effects reported. The pacemaker remains in service.